Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review are not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported lint fiber issues during cataract surgery. The customer reported one case of inflammatory response noted after a cataract procedure. There was no fiber retained in the eye for this case. The inflammatory response issue was resolved by increasing the steroid eye drop from four to six times a day.